Manufacturer narrative:
Pediatric patient device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set was obstructed and would not flow. The event occurred during patient infusion with tpn (total parenteral nutrition)/lipids and acyclovir. Lipids were stopped prior to acyclovir infusion. Approximately five minutes later the pumps running the tpn and lipids alarmed for increasing pressure/downstream occlusion. The nurse stopped both infusions and attempted to flush the PICC (peripherally inserted central catheter) with normal saline at the quadfuse site. Upon unhooking the tpn/lipids lines from the microclave at the patient, the backflow of lipids into the tpn sprayed out. The set and the PICC were replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure, clear passage under water and priming tests were performed and the results were all satisfactory. A simulated use test on an in-lab infusion pump for one hour was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.